Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced low priority alarm 30166 during use with an amia cassette. This occurred during a drain step of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was reported that the patient noticed a leak but was not able to identify the source. Renal therapy services (rts) explained that the alarm to the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.